Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting lung tissue in a lobectomy, surgeon was able press the green button and squeeze the handle but device was not able to fire. No patient injury.